Event description:
It was reported that during the procedure, after this right ventricular (rv) lead was implanted, a pericardial effusion occurred, and a perforation was found under fluoroscopy. After attempting to reposition the lead, the helix mechanism could no longer be extended or retracted. The lead was replaced to complete the procedure. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead was returned with the helix mechanism in an extended position and dried blood was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, after this right ventricular (rv) lead was implanted, a pericardial effusion occurred, and a perforation was found under fluoroscopy. After attempting to reposition the lead, the helix mechanism could no longer be extended or retracted. The lead was replaced to complete the procedure. No additional adverse patient effects were reported. This lead was received for analysis.